Manufacturer narrative:
A burning smell from the unit was reported and evidence of charred power harness was observed. There were no reports of visible flames, smoke emission, injuries, and the fire department was not called.

Event description:
Customer reported burning smell from the unit.